Manufacturer narrative:
The results of the investigation are inconclusive as the screw was not returned for evaluation. Manufacturing and inspection records could not be reviewed as the screw's batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during surgery a screw broke off in the patient's bone and was left in the bone. The surgery was completed with no delay. There were no adverse patient consequences reported.